Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a patient was receiving a nuclear scan when clinician noted the secondary medication "not infusing properly". Clinician reported air below the pcu in which the pump allegedly did not alarm for air in line. Clinician disconnected the tubing from the patient to remove air with a syringe. Clinician also noted that there was more volume left in bag than expected at the end of the scan duration. The clinician continued to run the infusion for 8-10 minutes prior to getting additional images from the scan. On the scan it was noted the patients gall bladder appeared "appeared more contracted than previous images, which indicates the medication was not infusing at the proper rate for the duration of the scan". Clinician confirmed the primary medication bag was hanging lower than the secondary mediation bag. As a result the test took approximately thirty (30) minutes longer than scheduled. There was no harm to the patient.

Event description:
It was reported a patient was receiving a nuclear scan when clinician noted the secondary medication "not infusing properly". Clinician reported air below the pcu in which the pump allegedly did not alarm for air in line. Clinician disconnected the tubing from the patient to remove air with a syringe. Clinician also noted that there was more volume left in bag than expected at the end of the scan duration. The clinician continued to run the infusion for 8-10 minutes prior to getting additional images from the scan. On the scan it was noted the patients gall bladder appeared "appeared more contracted than previous images, which indicates the medication was not infusing at the proper rate for the duration of the scan". Clinician confirmed the primary medication bag was hanging lower than the secondary mediation bag. As a result the test took approximately thirty (30) minutes longer than scheduled. There was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.